Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was hospitalized due to high blood glucose levels. Patient's blood glucose at the time of issue was between 400-500 mg/dl. Patient had moderate levels of ketones. Patient took correction bolus via multi daily injection to address high bg. Patient also developed abscess at the infusion site. Patient was treated via intravenous saline fluids, steroids and antibiotics. Infusion set was in use for 1 day and a half. No further information available.